Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, high impedance was observed. Oversensing was observed during deep breaths. Reprogramming around the noise would not guarantee the patient would not receive inappropriate therapy. Hence, the lead was explanted.